Event description:
(B)(6): misrepresentation; thought to have completed laser surgery and was given foam injection instead; problematic vein still there; believe foam to be tainted with illegal substance; may be adding substance after checked by FDA. This company must be stopped!! Very dangerous and illegal; I was a client. Foam was in blue can; visited one located in (B)(6). Leg pain/diseased vein. Therapy dates: (B)(6) 2021.